Manufacturer narrative:
(B)(4).

Event description:
A patient experienced a loss of therapeutic effect. The amplitude was increased from 1.5 to 4.0 volts, and the patient could feel slight stimulation in their rectal area. There was no known accident or incident that occurred, that could be related to the issue, however the patient had started taking a diuretic/water pill at the time of the onset of the issue. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.